Manufacturer narrative:
The device is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn for the time being. The analysis will continue as soon as new information is available.

Event description:
Ous MDR - the rv sensing value is 1.7 mv via the homemonitoring message. The diagnosis is dislodgement of this lead. The patient was hospitalized and a lead revision was planned for (B)(6) 2014. The patient was discharged on (B)(6) 2014. All available information suggests this lead remains implanted.